Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on march 15, 2016. (B)(4). The sample was returned for evaluation. The sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The retention sample was found to have no difficulties connecting to the cdi 500 monitors, and the magnet strength was found to be within specifications. A definitive root cause could not be determined; therefore, this event is not confirmed. This event is associate with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
(B)(4) has received the actual device for evaluation; however, the investigation has yet to be completed. (B)(4) plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, (B)(4) referenced evaluation conclusion code. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, an error message was displayed on the monitor stating "the cuvette not connected" when the cuvette was connected to the probe. The user then pushed the cuvette into the probe and taped it into place and the unit became usable. The outcome of the surgery is unk, but there was no patient effect. This event is associated with a voluntary safety alert distributed by (B)(4) 2015. The safety alert number is (B)(4).